Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the pd catheter was placed on (B)(6) 2007, positioned in the right middle quadrant. On (B)(6) 2012, a home patient notified the staff at davita dialysis that the dialysis that the catheter was leaking because of a hole in the catheter. A staff member observe the hole in the catheter at the point where the beta cap adapter comes into contact with the inner part of the pd catheter. The patient was sent for lab testing. Labs results from (B)(6) 2013 did confirm that this patient did have peritonitis and was treated with antibiotics and hospitalized. Dates of hospitalization were not provided. The catheter was removed on (B)(6) 2013. A new pd catheter was placed on (B)(6) 2013 in the right lower quadrant.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.